Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was operated per instructions for use (IFU). The device passed establish final arm angle (efaa) during prep, pre-deployment, and deployment. At some point after deployment, the clip delivery system (cds) was steered back inside the steerable guide catheter (sgc), and the clip had opened to 30 degrees as observed on fluoroscopy and the echocardiogram. The patient and the clip remained stable. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided videos were reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "two (2) fluoroscopic videos of the reported device were provided. Both videos were taken post deployment in which the implanted clip and sgc are in view. The post deployment clip arm angle appears to be ~30° - 40°. While this is an estimation based on visual assessment with the unaided eye and not confirmed, the post deployment clip arm angle is larger than the expected fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). However, the post deployment state of the clip, as seen in the videos, aligns with the reported incident details that "at some point after deployment...the clip had opened to 30 degrees as observed on fluoroscopy and the echocardiogram." There are no other observations based on the videos provided."